Event description:
It was reported that the pulse generator could not be interrogated. This was solved by using another programmer and a different outlet. During threshold testing, egm wave and marker anomalies were noted. It was also reported that the patient experienced two syncopal episodes within a month. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.